Event description:
A prolieve thermodilitaton was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during preparation, the dilation balloon leaked and the procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "well".

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, lot number 607016, provided by the complainant represents the prolieve catheter contained in the prolieve thermodilitation kit. The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.